Manufacturer narrative:
To gore's knowledge, the device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, this patient was implanted with a gore excluder aaa endoprosthesis. A decision was made to not balloon this device prior to advancing and deploying the contralateral leg component. While advancing the balloon, the balloon got caught on the trunk-ipsilateral leg component and pushed the device proximally into the suprarenal aorta. The physician was able to pull the trunk-ipsilateral leg component down past the renal arteries through use of the balloon.